Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that bleeding and oozing was observed from the femoral incision site. A pressure dressing was applied. It was further reported that hematoma and become possibly infected and oral antibiotic treatment was done. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.